Event description:
Received a call from nurse that tpn filter appeared to be leaking. Pharmacist went up with replacement and to investigate failure. Blood backed up all the way into the filter from the patient's port. When flushing saline from opposite end can see leaking around the filter device. Non-dehp extension set with 1.2 micron downstream filter tubing seems to have had a break in the seal along the edges of the filter. Cannot see any visible cracks in the plastic. FDA safety report ID # (B)(4).